Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309628. Batch # 3122722. It was reported that the bd luer-lok luer was cracked / damaged / deformed. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. ¿the reporter stated that the "the tip of the syringe broke off" during preparation¿. Catalog #: 309628. Lot #: 3122722.

Manufacturer narrative:
(B)(6). Follow up MDR for device evaluation. Three photos were provided to our quality team for investigation. Two photo shows different close-up views of a fully assembled, loose syringe with a completely broken collar, compromising the syringe's integrity. The third image partially depicts a damaged barrel with a broken collar and a section of a needle hub protected by a shield. The condition observed is non-conforming per product specification. The potential root cause for the damaged barrel could not be determined from the photo provided. A physical sample is required for a more thorough evaluation and potential root cause determination. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
No additional information was provided.